Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered an inappropriate shock due to low signal amplitude and non-physiological artifacts oversensing. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.